Manufacturer narrative:
(B)(4). H6 codes: type of investigation/ remove analysis of production records FDA code : 3331 - correction.

Event description:
Subsequent to the supplemental MDR, a correction was updated on 9/22/2025.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen. According to the report, the patient experienced a medical event while not actively using a sensor session. The duration of time without sensor coverage was not specified. The patient had run out of supplies after several sensors failed to adhere properly to her skin on (B)(6) 2025. The patient was also using a tandem mobi insulin pump and attempted to self-treat at home without success. She was subsequently hospitalized for diabetic ketoacidosis (dka). Treatment included intravenous administration of potassium, magnesium, electrolytes, insulin, and pain medication. The patient has a pre-existing autoimmune condition, though specific details were not provided. She was discharged in stable condition six days after admission. At the time of the report, the patient was fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 8/15/2025.